Event description:
It was reported that while using the bd facslyric¿ that there was erroneus results. The following information was provided by the initial reporter: 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details the instrument produced a result much higher compared to the result from the same sample read in another instrument (same model). The result was discarded and has not been used for diagnostic purposes.

Manufacturer narrative:
The following fields have been updated with corrected information: annex f grid code was changed to f26. H.6: based on the investigation results, the reported issue for the high absolute count was confirmed. Investigation results that were performed on the indicated failure mode were the following : the potential cause for the high absolute count was misalignment of laser. The fsr performed an intervention in the optical subsystem on the instrument and performed a series of successful tests and verifications. After the service visit, the customer confirmed that the issue was resolved, and the instrument was performing within the expected specifications. Although the instrument was used for diagnostic testing, the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E.4 initial reporter phone #: (B)(6). G.5. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that there was erroneus results. The following information was provided by the initial reporter: 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details. The instrument produced a result much higher compared to the result from the same sample read in another instrument (same model). The result was discarded and has not been used for diagnostic purposes.